Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was obtained the information on "date returned to manufacture (d9)" and "device manufacture date(h4)" and updated . The subject device was returned to olympus europe se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, it was detected less than 1 ufc of the unspecified microbes from the sample collected from the all channels and distal end of the device. The testing result cleared the french guideline. Oekg checked the subject device and found followings; -the gluing around the light guide lens and object lens was porous -the adhesive on the bending rubber was worn out olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was got the update information from the user as follows; -as a result of microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for the unspecified microbes (26 cfu). -the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility at the reception before any use, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Also other detailed information such as the reprocessing method was not provided. The occurrence date of the event is unknown. There was no report of infection associated with this report.